Event description:
On 31-may-2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 327 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026 and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring hospitalization is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that the user experienced elevated glucose values for approximately six hours. The user's wife reported that insulin delivery appeared ineffective and that the infusion set had been inserted into an area with significant scar tissue. A subsequent infusion set change was performed; however, emergency medical services were contacted before additional response to the site change could be evaluated. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no motor errors, and no evidence of inaccurate insulin delivery. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. A factory reset was identified in the engineering logs. Based on available information, interruption of insulin absorption associated with infusion site placement in scar tissue may have contributed to the reported hyperglycemic event; however, the cause of the event remains not established. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.